Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in secondary vector, during a follow up clinic appointment while sitting in a chair. It was originally thought by the physician that this was appropriate therapy for ventricular tachycardia (vt) however technical services (ts) reviewed noting artifact noise and oversensing which could be from either loose set screw or damaged seal plug. In the most recent transmission artifact was still being detected. The physician changed their mind in agreeance with artifact versus an arrhythmia. Ultimately, this s-ICD was reprogrammed to primary vector with no further artifact observed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that there were 2 episodes: one being nonsustained noise and the other the inappropriate shock. Manual set-up was run with no noise with isometrics in both supine and standing and pocket manipulation. Baseline noise was observed with aggressive isometrics. Automatic setup recommended secondary vector but passed in all three all positions. Impedances are all within range from 40-50 ohms since implant. Ts recommended x rays to check for possible underinsertion of electrode, and recommended continuing to monitor.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in secondary vector, during a follow up clinic appointment while sitting in a chair. It was originally thought by the physician that this was appropriate therapy for ventricular tachycardia (vt) however technical services (ts) reviewed noting artifact noise and oversensing which could be from either loose set screw or damaged seal plug. In the most recent transmission artifact was still being detected. The physician changed their mind in agreeance with artifact versus an arrhythmia. Ultimately, this s-ICD was reprogrammed to primary vector with no further artifact observed. This s-ICD remains in service. No adverse patient effects were reported.